Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
A study alleges that the guidewire from the central venous catheter kit observed on x-ray positioned within the distal half of the catheter and traversing the right atrium, right ventricular body and right ventricular outflow. The catheter and guidewire were removed by endovascular procedure. Patient recovery was uneventful.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.